Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: product ID tm91d0 (serial: (B)(6)); brand name activa; product ID 3387s-40 (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient programmer wasn't working/not connecting and that it had been ongoing. Walked the patient through connecting to their therapy settings. Patient services reviewed with the patient that the external devices were functioning as intended. The patient said, "one of my movement people" had told them to make sure the whole thing was turned on and that it had been "off" before, that they found it "off". The therapy was confirmed to be on at the time of the call. Patient continued to reiterate that it hadn't been connecting and they were seeing "my links". It was then determined that the implantable neurostimulator (ins) had been repositioned on (B)(6) 2025 and on that same day they head their lead replaced because there had been an impedance issue. "Impedance were all off". Patient also said that they used to have 2 ins' but now they only had one ins and that "all the leads" were connected to that one ins. Patient also stated that this "not connecting" they were initially talking about at the top of the call that was on going had happened "before" they had the ins repositioned in (B)(6) 2025 and that "she got it programmed." Reviewed with the patient that the external devices were functioning as intended on the call and their therapy was on. Patient also mentioned that they'd just finished antibiotics a couple of weeks ago for an infection that they'd gotten from the new lead incisions "all behind" their ear "on the left side". Patient also mentioned that they had a year and 7 months left for their current ins battery. Patient services also reviewed compatibility considerations for a mammogram.